Event description:
A patient reported that they had a hypoglycemic reaction because patient injected additional insulin based on the high glucose values on the meter. Patient normally takes a set amount of 20 units in the morning and 22 units in the evening. Patient is supposed to take 2 extra units if their blood glucose is greater than 250 mg/dl and take 4 extra units if their blood glucose is greater than 350 mg/dl. The result on the meter was 370 mg/dl. Based on that result, patient was supposed to take 4 extra units. However, patient only took 2 extra units of insulin. Patient felt faint after taking the 2 extra units and needed medical attention. Half an hour later, the paramedics meter read 10 mg/dl and patient was treated with glucose. Unknown if patient was taken to the hospital. The patient is blind and could not provide the meter serial number or the results in the meter's memory. Patient's family member called back a few days later and stated that the patient became very nervous and patient threw the meter out the window. The patient called again (date unknown) to report a high reading of 430 mg/dl on their meter (unknown if this was a replacement meter). No further information has been reported.